Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user changed a dexcom g7 sensor, paired it with the ilet, and then experienced intermittent sensor-to-ilet connectivity, during which basal insulin continued but correction doses were not delivered until connectivity resumed, leading to hyperglycemia; the event aligns with a sensor communication issue affecting automated correction dosing. Symptoms included elevated blood glucose. Outcomes included no injury, no medical intervention, and no hospitalization. Investigation included review of device data logs and user coaching on monitoring and contacting the cgm manufacturer for potential sensor replacement. Investigation of this case revealed intermittent cgm communication that limited correction dosing until reconnection, with ilet functionality resuming corrections once a valid glucose signal was received. It was concluded, based on previously established findings for similar reports, that the cause was inconsistent cgm signal/communication resulting in temporary loss of automated correction delivery.